Event description:
The patient reported he feels an intermittent stabbing sensation in his back. The patient is also experiencing burning and numbness in his legs and toes. The sensations occur whether stimulation is turned on or off. In addition, the patient reported the system does not relieve his pain. The patient's pain management physician has recommended that the scs system be explanted and replaced. The patient stated he will follow up with another physician at a later date to discuss this plan. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.